Event description:
A malfunction alarm 20 was reported with the pump during the loading process. The customer's blood glucose level was not adversely impacted as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a corrective measure, the pump was marked for replacement, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was informed about the process to return the malfunctioning pump and agreed to the instructions provided.